Manufacturer narrative:
Investigation conclusion: customer stated triage devices were taken out 2 days prior (within the 14 day expiration) and devices passed quality control testing. Customer was unable to provide patient diagnosis. The customer's complaint was not replicated during in-house testing of retain device lot t11290n. Retains of the complaint lot were tested with a low level positive tni sample, no results of <0.05 observed. Manufacturing batch records for lot t11290n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer called to report a low troponini (tni) result received on the triage cardiac panel compared to ortho 5600 for one patient sample. Triage cardiac panel produced a tni of <0.05. Ortho 5600 produced a tni of 0.17. Site cutoff for triage is <0.05. Site cutoff for ortho5600 is <0.012. Although requested, customer was unable to provide patient outcome/diagnosis. Customer could only report "chest pain".